Manufacturer narrative:
UDI: serial number unknown; (B)(4). The gtin number documented in the initial report was incorrect. The gtin number has been updated (B)(4). The UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was discovered that the blade device kept coming loose on the sagittal saw attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no human patient involvement as the device was used in a veterinary facility. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.